Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), retains analysis, trending of lot number, visual analysis, concomitant product evaluation and system risk analysis (sra). ¿ the DHR, retains testing, trending analysis by lot number were not reviewed since the lot number was not available. ¿ the concomitant sterrad nx was tested by an asp field service engineer (fse). The fse confirmed the customer was using older aesculap pans which are known to absorb h2o2 as they age. The customer was advised to switch to using aptimax trays instead. The issue was resolved since the customer began using other trays. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be attributed to using aging aesculap trays. The fse advised the customer to switch to other trays and the issue resolved. The issue will continue to be tracked and trended.